Manufacturer narrative:
.: Imdrf device code a150201 captures the reportable event of stent failure to deploy. Imdrf device code a0401 captures the reportable event of handle break.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to pancreas to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) with stent placement procedure performed on (B)(6) 2025. During the procedure, the grey deployment hub was detached from the catheter when the axios distal flange was attempted to be deployed. Another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. Note: it was reported that the entire handle was rotated as the device was luer locked to the scope. However, the axios stent and delivery system instructions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." The physician did not follow the steps cited in the instruction for use (IFU).

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Imdrf device code a0401 captures the reportable event of handle break. Block h11: the axios stent and electrocautery enhanced delivery system was not returned. Therefore, product analysis could not be performed. However, the documentation provided includes a photograph of the device. A media analysis was performed where it was observed that the axios slider was broken and the stent was partially deployed. Media analysis confirmed the reported events of handle break and stent failure to deploy. However, the device was not returned for analysis. Without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. There is not enough evidence to determine if the reported events were related to the physician's device manipulation during the procedure or related to a device malfunction. Taking all available information into consideration, the most probable cause of the reported event is cause not established. A product labeling review identified that the device was used in a manner inconsistent with the IFU (instructions for use) / product label. It was reported that the entire handle was rotated during use and the IFU states "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to pancreas to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) with stent placement procedure performed on (B)(6) 2025. During the procedure, the grey deployment hub was detached from the catheter when the axios distal flange was attempted to be deployed. Another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. Note: it was reported that the entire handle was rotated as the device was luer locked to the scope. However, the axios stent and delivery system instructions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." The physician did not follow the steps cited in the instruction for use (IFU).